Manufacturer narrative:
The pump passed displacement and basic occlusion tests, but was unable to prime during the prime test due to a faulty force sensor. Unable to test the bolus wizard due to the prime anomaly. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported that her blood glucose has been high all day. She thinks her bolus wizard is giving her inaccurate bolus corrections. Customer's blood glucose was 303 mg/dl. She stated the bolus wizard suggested she take correction bolus of 0.3 units of insulin, which she felt was way to low. After reviewing the bolus wizard history, it was determined the bolus wizard was giving accurate boluses based upon the active insulin still in customer's body. Customer does not feel comfortable with the insulin pump so it is being replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).